Manufacturer narrative:
Concomitant medical products: product ID: 7433, serial# (B)(4), implanted: (B)(6) 1992, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1992, product type: extension. Product ID: 3888-28, lot# l30036, implanted: (B)(6) 1992, product type: lead. (B)(4).

Event description:
It was reported that the patient had severe headaches and she heard a noise in her ear, but there was no ear infection. She wanted to find a doctor to take a look at the device, or remove it, because she was not sure if it was causing her medical issues. The issues had been happening for "a month or two." The patient also noted that she was diagnosed with multiple sclerosis (ms), but she could not get a MRI to find out for sure. It was unknown if the device and therapy or ms were causing her symptoms. The patient's device had been left in for many years. Additional information received from the patient reported that she did not use her device and she was concerned about ins (implantable neurostimulator ) battery leakage. She had many falls in the past. She had other issues that were causing her more pain, meaning her ms. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.